Event description:
It was reported that a tandem mobi cartridge alarm occurred, leading to the customer's blood glucose level exceeding 500 mg/dl, with the specific value unknown but noted as ¿high.¿ the customer took corrective action by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the alarm and identified exposure to external magnets as the cause, educated the customer on the issue, and agreed to replace the pump. The customer reverted to manual injections for insulin therapy.